Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and confirmed the leak was caused by the backwash diluent which was leaking out of the probe wipe onto the countertop. The fse observed that the source of the leak was a pin hole in the vent line tubing attached to the needle vent port. The vent line tubing was replaced and no further evidence of leak was observed. Identification of the failure mode: failure mode is related to a pin hole in the needle vent line tubing. No erroneous results were generated. Upon recur the failure mode identified is likely to generate erroneous results for all parameters due to sample carryover. Product labeling: per labeling, beckman coulter inc urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
Customer reported a leak when using the coulter lh 780 hematology analyzer. The leak was approximately 300ml of yellowish liquid and was not contained. The customer was wearing personal protective equipment of lab coat, eye wear, and gloves at the time of the event. There were no reported operator injuries. There were no reports of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.